Manufacturer narrative:
(B)(4). The device was not available; however, companion samples have been received. Evaluation of these samples has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an anaphylactic reaction coincident with hemodialysis (hd) therapy. On an unreported date, the patient received hd therapy with the dialyzer. This was the first time the patient used this dialyzer (brand). A reaction was noted 2 minutes after the connection. It was reported ¿the patient experienced pulmonary rales with loss of consciousness, dilated pupils with respiratory stop with non-perceptible pulses¿. The hd therapy was stopped, the patient was given a physiological serum and the doctor performed maxillary stimulation. It was reported the patient was well 5 minutes later with normal cardiac and pulmonary function. About one hour later, the patient experienced general erythema with pruritus. It was reported ¿the patient was better after 3 hours and well after 2 hours¿. One day after receipt of this report, it was reported "the patient is well". The next day treatment was resumed with a new setup with a non-baxter dialyzer that the patient had used in the past, no reaction was noted. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.